Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
Inactive pump. Default during the operation of the arthropompe of the column arthroscopy which no longer pumped water. Unable to start again arthropompe. Impossible to continue the procedure without risks. They decided to stop the procedure. They reoperated on the patient the next day and finished the procedure. No patient consequences were reported.

Manufacturer narrative:
The complaint device was received by our service center. The device was evaluated visually and functionally. No anomalies were found that would have contributed in the reported failure. Servicing involved only cosmetic issues that would not affect the proper functioning of the device. The test report communicated that the measured flow is in defined tolerances and the suction performance is fully functional in accordance with expectations. The reported failure could not be confirmed and a root cause could not be determined. Further a review into the depuy (B)(4) complaints system revealed two other dissimilar complaints for this device. At this point in time, no corrective action is required and no further action is warranted. However, depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Inactive pump. Default during the operation of the arthropompe of the column arthroscopy which no longer pumped water. Unable to start again arthropompe. Impossible to continue the procedure without risks. They decided to stop the procedure. They reoperated on the patient the next day and finished the procedure. No patient consequences were reported.